Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer advised the insulin pump is not delivering proper amounts of insulin which are resulting in high blood glucose levels. Customer advised they noticed a difference between how much insulin was in the reservoir prior to delivering a bolus and after a bolus. Troubleshooting for the no delivery anomaly was performed. Customer advised the threshold suspend was triggered and alarmed all night. Customer's sugar glucose level at that time was 60 mg/dl and their blood glucose level was 107 mg/dl. Customer advised the threshold suspend triggered once again so they cut off the sensor. Customer was advised that the insulin pump is properly programmed and the bolus wizard is accurate. Customer called back and passed high pressure test. Customer was advised to monitor the device and call back if issues continue. Customer was advised they would be sent out 2 infusion sets and reservoirs.